Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem, cefepime hydrochloride, and voriconazole. It was reported that the patient was not recovered from the event. It was reported that the pd catheter was removed four days after peritonitis diagnosis. The patient was switched to hemodialysis. Hd is ongoing. No additional information is available.